Event description:
The customer reported water underneath the screen after the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Corroded electronic and motor assemblies were noted during visual inspection. A cracked case was also noted.